Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited residual whitish foreign material found inside the jet tube and the air/water cylinder contained foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomena were presumed to have been due to an imperfection of proper reprocessing caused by leakage from the plastic distal end cover (c-cover). A further cause of the leakage could not be presumed. The suggested events may be detected and prevented by handling device in accordance with the following instructions for use (IFU): IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection states how to detect the events. IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope states how to prevent the events. Olympus will continue to monitor field performance for this device.